Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage at site of with three infusion sets on 01-apr-2024. Infuaion set was used for a few hours to half a day. Blood glucose levels were between 250-480 mg/dl at the time of the event. Patient replaced infusion sets and resumed insulin successfully. No further information was available.